Manufacturer narrative:
The field service engineer (fse) found that when the device had been originally moved by the fse, the remote alarm was not installed correctly.

Event description:
The customer reported a failure to alarm at the surveillance after it was moved by the fse (field service engineer). No adverse event was reported.